Event description:
It was reported that the customer was trying to give a bolus and the pump was giving him the wrong amount. Customer's blood glucose level was 80 mg/dl with 120 units of carbs. Customer was walked through the steps to get the correct dosage. Customer stated that the pump should give him more insulin than it requires. Customer was assisted with reviewing settings in the set-up wizard. Customer called back and stated that he only has this issue during the morning for his bolus. It was found that the customer did not update for daylight savings time. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.